Event description:
Healthcare professional reported left side prosthesis ¿had problems." The physician clarified the event as "mammary abscess with implant exposure". The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr (B)(4) on 15oct2018. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation visual analysis of the returned device identified: weight to the spec, crease flat and voids. Cloudy was observed after autoclave disinfection process. No openings were found in the device. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The reported events abscess and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: abscess, exposure.